Event description:
A 54 year old male with an indication for use of ami/cgs (acute myocardial infarction complicated by cardiogenic shock), in a pre support clinical state consistent with scai shock stage e, underwent insertion of an impella cp device via right femoral arterial percutaneous access. Following connection of the catheter to the pump, the bedside nurse selected ¿start new case,¿ after which no additional soft buttons were responsive; specifically, the ¿next¿ and ¿cancel¿ options on the ¿spike dextrose bag¿ screen did not activate. Later in the ICU, the team was alerted to red urine. The ICU aprn was consulted, and although imaging suggested the pump remained in excellent position, a clinical decision was made to slightly reposition the pump and reduce afterload using dobutamine and clevidipine. Based on available clinical information, the patient experienced hemolysis and urinary discoloration during impella cp support, coinciding with a pump interface issue in which soft buttons were non responsive. Hemolysis improved after pump repositioning and afterload reduction. Root cause cannot be determined because the device is unavailable for analysis. Hemolysis is a known risk associated with impella cp as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Product & data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The pump passed all the post sterile inspection checks.

Event description:
Updated clinical narrative: a 54-year-old male with acute myocardial infarction complicated by cardiogenic shock, pre-support clinical status consistent with scai shock stage e, was supported with an impella cp implanted percutaneously via the right femoral artery on (B)(6) 2025 at 08:14 and explanted on (B)(6) 2025 at 16:20 after successful weaning. During initiation of support, after the catheter was connected to the pump, nursing staff pressed ¿start new case¿ on the automated impella console (aic); however, the touchscreen soft buttons were non responsive, and the user was unable to select ¿next¿ or ¿cancel¿ on the ¿spike dextrose bag¿ screen. During ongoing support, the care team was called to the ICU for red tinged urine consistent with hemolysis. Imaging confirmed the pump was in appropriate position with no contact with the mitral apparatus. Initial plasma free hemoglobin was reported at 50. After discussion with the ICU advanced practice provider, the decision was made to reposition the pump despite satisfactory position and to reduce afterload using dobutamine and clevidipine. Following these interventions, the urine color and hemolysis showed improvement, and plasma free hemoglobin levels continued to be monitored. The device was not removed due to the console interface issue. Additional information received on 04/14/2026 reported that the patient experienced a cerebrovascular accident following pci on (B)(6) 2025, which was considered more likely embolic in origin and potentially associated with the pci and/or delivery and function of the impella cp device. The patient survived to explant, and the overall patient outcome was survival. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
B5 updated clinical rationale with additional information received from the clinical site. H6 updated based on the received information.

Manufacturer narrative:
Investigation summary: product & data were not returned for review. Mechanical interaction with blood: the cause of mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Section d1 brand name corrected. Section d4 catalog number was corrected.